Event description:
Ventilator failed while on patient, audible alarm and "device failure (3)" was displayed on screen. Per rn the ventilator was still ventilating patient. Upon entering patients room rn was ventilating patient with ambu bag, a new ventilator was set up and placed on patient. Spo2 stayed above 98% with no obvious harm to patient.======================manufacturer response for drager evita infinty v500 ventilator (per site reporter).======================awaiting response.